Event description:
Philips received a complaint by the customer on the v200 indicating that the touchscreen key failed during self inspection. It was reported there was no patient involvement at the time the issue was discovered.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
Per a good faith effort (gfe) response, the reported issue was confirmed, but no repairs were completed by philips as the customer declined service and repair and went with a third-party vendor. The third-party vendor repaired the touchscreen, and the device remains at the customer site. No additional details regarding the reported issue are available. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.